Event description:
It was reported that the user experienced persistent high blood glucose readings exceeding 400 mg/dl while using the ilet and sought assistance with replacing the cartridge and supplies; despite supply changes, elevated readings continued before trending down, and the user administered a manual 2-unit insulin dose and temporarily disconnected from the pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.